Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: 12/14 articul 40mm m spec+5 femoral head; pinnacle mtl ins neut40idx56od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional: attorney.

Event description:
Litigation papers allege following the implant, patient continued to suffer with symptoms of severe pain, stiffness, limited range of motion, and difficulty walking. It is further alleged due to patient's chronic pain and discomfort and other symptoms, the patient continues to require ongoing medical care. Doi: (B)(6) 2009; dor: none reported; (left side). Update ad 20 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no allegation and no revision reported. The unknown device that was reported was changed to pinnacle metal liner and added the femoral head to the impacted product. Updated doi, patient's initials and associated contact. Doi: (B)(6) 2009; dor: none reported; (left hip).